Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the one infusion occlusion issue was indicated at infusion site. No further information available.